Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a gastric bypass procedure, the surgeon was using the suturing device through a trocar. When trying to suture the knots, the suture broke. It seemed to have broke where the needle and the suture were combined, the needle detached from the suture. There was no harm to the patient.